Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that after a planned maintenance (pm) on the CT system was performed, prior to performing clinical procedures on a patient, the table subframe was loose and the table was able to be moved past the operating limit. Philips service confirmed that there was no harm to a patient or operator. Philips service stated that the customer moved the patient support back into operating position and secured the nut for the service latch. Philips service went on site to confirm the nut was secured.